Event description:
Surgeon placed a depuy option ceramic cup system into pt with all screws down. Two (2) separate attempts to insert a ceramic liner were made and both ceramic liners fractured upon insertion. Surgeon notes under intraoperative complications that "we saw a small burr on the inside of the cup, which we did not feel that we had done through any intraoperative maneuvers. Therefore, I became uncomfortable with this technology, and I removed the cup." Pt required an intraoperative revision to another cup and conversion made pinnacle sector ii with poly liner. Pt is currently disabled and pending another revision surgery for loose acetabular component and medialization of acetabular component and/or femoral reduction.